Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, an e222 camera head communication error was noted. Additionally, there was a cut in the lead and the charged coupled device unit as well as the cable contacts had corroded due to that leak.

Event description:
The customer reported that while using the olympus 4k autoclavable camera head, during a therapeutic procedure, the image was lost and could not be restored. According to the initial reporter, this occurred during a gallbladder removal, and another camera was used to complete the procedure without any patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is therefore possible that the reported phenomenon (image loss) was caused by the ¿e222 (scope communication error)¿ which occurred due to a faulty cable. The root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.